Event description:
It was reported that during the procedure to treat an existing arteriovenous (av) fistula peroneal artery at the posterior tibial bifurcation, a 3.5x12 jostent graftmaster otw covered stent system was advanced onto a supracore 35 guide wire, into a 7fr non-abbott sheath via the right femoral artery and to the right peroneal trunk; the stent was deployed in the peroneal vessel. Post-stent angiography revealed residual filling of the av fistula proximal to the stent. A 2nd 3.5x12 jostent graftmaster otw covered stent system was then advanced and deployed in the peroneal artery with the distal end overlapping the proximal end of the 1st deployed jostent graftmaster stent. Stent post-stent dilatation was performed using a non-abbott 3.5x12 balloon, however, angiography still showed residual flow through the av fistula proximal to the 2 stents. A 6x5x120 non-abbott stent graft was then advanced and deployed with the distal end overlapping the proximal end of the placed jostent graftmaster stents. Repeat angiography still showed continued retrograde filling of the peroneal artery. A non-abbott catheter was then advanced to the aneurysmal part of the av fistula, then coil embolization was performed using three 15x20 non-abbott detachable helical coils and four 20x50 non-abbott detachable framing coils, followed by additional transcatheter embolization of the aneurysm using 0.5cc of n -butyl cyanoacrylate (nbca) glue. Repeat angiography revealed markedly reduced flow through the av fistula and improved filling of the peroneal artery. The av fistula was ultimately occluded. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional graftmaster device referenced is being filed under a separate medwatch report. (B)(4). Concomitant products: guide wire: supracore 35; guide cath: 7fr pinnacle 10cm; stent: 3.5x12 graftmaster. The stent remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the otw graftmaster instructions for use, in the indications section states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The effectiveness of this device for this use has not been demonstrated.